Event description:
Patient's inr result with device was 8.0; lab inr for this patient was 6.0. Patient was treated at hospital for high inr and a wound that resulted from excessive bruising (treatment received was not a result of meter/lab discrepancy, but due to high inr itself and consequences of bruising.)